Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the battery cap was neither missing nor damaged. The customer was assisted with troubleshooting but display did not return after pump restart. The customer also reported that the insulin pump had received battery power loss alarm. She was assisted in troubleshooting and it was reported that she was able to clear the alarm as well as able to complete the insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.